Event description:
Pt suffered 1st & 2nd degree burns on face and nose, nasal passage, tongue and lips when the cautery was used during mole removal from nose. The pt had a nasal oxygen cannula in place when the surgeon cauterized the bleeder in the mole. The o2 flow was 2l/minute.